Manufacturer narrative:
Device passed self-test, unexpected restart error test and displacement test. No unexpected external error, displayable history crc check failed on startup, unexpected restart alarms or reset time/date anomaly after change battery noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl. The customer was able to clear the alarm and rewind the insulin pump. Customer states the alarm did occur during normal use. The customer was advised to discontinue the use of insulin pump and continue with backup plan. The insulin pump will be returned for analysis.